Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The patient presented with kinked femoral vein and rotated heart. Control of the device was difficult. When steering the clip delivery system (cds) towards the valve with the medial "m" knob, the cable of the m-knob broke. The cds unexpectedly moved laterally. A replacement was used to complete the procedure. The procedure ended with mr reduced to trace. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported cable break were confirmed, as the ¿m¿ cable was noted to be broken at the skive area. Additionally, it was identified that the tip was unable to curve with the m/l knob. The reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and analysis of the returned device, the reported sleeve steering issue and observed positioning failure of inability to curve appear to be related to the reported cable break. The investigation determined the m-cable break as a potential product issue. The investigation evaluated the reported issue, and the engineering group found the investigation to be inconclusive, as the investigation was unable to confirm root causes related to design, labeling, or manufacturing. However, a potential contributing factor though not confirmed was determined to be method. The issue is being addressed per internal operating procedures. Additionally, it was confirmed that the calculated occurrence risk level is within the expected rate per the risk assessment. Abbott will continue to trend the performance of these devices.